Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother also reported that they had ketones. The customer's blood glucose was 700 mg/dl at the time of the incident. The customer's mother stated that they had high blood glucose of 1360 mg/dl but they were not wearing the insulin pump. The customer's mother stated they treated they treated the high blood glucose with manual injections. The customer's mother stated that they were given insulin drips and fluids during the hospitalization. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The time of the hospitalization was 11am and the date of the hospitalization was (B)(6) 2015. The insulin pump will not be returned for analysis.